Event description:
It was reported during a colon resection the ax55b was fired and after the surgeon cut along the cut line, the instrument appeared to have no staples in it. An hr and a half was added to or time. No colostomy was necessary. The hosp is holding the instrument in risk mgmt to send for private eval, after which it will be returned to ees. It is not known how the procedure was completed. 5/29/97 surgeon was performing a low anterior resection. Upon firing the ax55 there was no closure of the bowel distally. He was able to take another instrument and fire it, and he was able to close the rectum. It did prolong the procedure slightly and made it more difficult, however, the procedure was completed in a normal fashion and thus far there are no sequelae to tht pt. He does believe the instrument will be returned for co's inspection, there is no other material.

Manufacturer narrative:
D6; device was not returned for evaluation.